Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 26-feb-2022, UDI#: h3: analysis of the wireless recharger (s/n: (B)(6)) revealed no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The reason for call was patient reported getting recharger not found message when trying to connect with their implanted neurostimulator. Patient stated they charged their implant a little bit maybe thursday or friday and they were running out of time so they just charged it up a little bit because they knew their implant was low, and when they went to finish recharging to full capacity yesterday their implant was down to 10% and their implant had shut off. Patient stated they turned their implant back on and when they tried to finish charging yesterday is when this issue occurred. Agent walked patient through trying to charge on the call. Patient reported getting recharger not found and confirmed recharger was powered on and near handset. Reviewed how to do a hard reset on the recharger. When resetting recharger, patient reported battery lights started scrolling up and down. Patient attempted to do another hard reset but reported recharger battery lights started scrolling again and the recharger power light would not come on. Patient performed recharger reset while on the dock but reported the recharger battery lights continued scrolling. Patient stated battery lights appeared to be scrolling a little faster on dock. Patient confirmed charging cord was plugged into dock and green light was on dock. The issue was not resolved through troubleshooting. A request was sent to the repair department. Updated patient's last name with device registration.